Manufacturer narrative:
The insulin pump powered up properly and no blank display was noted. The insulin pump had normal operating currents. No damage was found on the liquid crystal display isolation tape. No moisture damage was found on the electronics, motor, battery tube, vibrator or keypad assembly. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, and a scratched reservoir tube window.

Event description:
The customer's mother reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 80 mg/dl. The customer's mother does not know how the damage occurred. The customer's mother stated that there is fluid under the lcd display. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer also reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 80 mg/dl. The customer stated that there is condensation in lcd screen. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.